Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2007 and an initial right total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was further revised on the right side on (B)(6) 2015 due to unknown reasons. Another revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2007 and an initial right total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient was further revised on the right side on (B)(6) 2015 due to unknown reasons. Custom products were implanted. Another revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02544 & 02564).